Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was selected for treatment, but while inserting the clip delivery system (cds) into the steerable guide catheter (sgc), the water level in sgc's hemostasis valve fell. There was air present in the device, and aspiration was performed to remove the air. The cds was removed and replaced. The sgc continued to be used without issues and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash was confirmed via device analysis. Additionally, the clip introducer silicone valve was observed to be torn at the proximal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified this complaint to be related to a potential product quality issue. Based on available information, the reported/ observed leak / splash was due to the torn clip introducer. The observed material split, cut or torn associated with the clip introducer valve tear was determined to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception, the patient code severity aligns, and the occurrence rate is within the rate specified in the exception. The investigation evaluated the reported issue, and the engineering group determined that the cause is related to inadvertent mistake on the behalf of abbott operators during the silicone and verification steps. Corrective actions to update the procedure to improve detection and verification of the presence of silicone were approved and are pending implementation; additional actions will be taken if warranted and will be documented in exception (action) per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.